Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received failed battery test and battery out limit alarms. The customer states they had lost sensor alarm and issues with sensor connection. The customer states their blood glucose levels had been as low as 40mg/dl. The customer ad paramedics respond and treat their lows. The customers' most current level was 254mg/dl. Troubleshoot was conducted and the device did not alarm for failed battery test. The customer was advised to monitor the device and call back if issues persist. The customer declined to troubleshoot for the blood glucose.